Event description:
Customer reported a tandem mobi cartridge alarm that occurred while pumping, resulting in blood glucose levels exceeding 500 mg/dl, with a specific value marked as "high." Customer addressed high blood glucose by administering a correction injection using multiple daily injections and did not require third-party assistance. Despite following technical support's instructions to remove the cartridge from the pump and deliver an 11-unit bolus, which completed successfully, the cartridge alarm recurred, preventing a return to insulin therapy. Technical support confirmed a replacement pump would be provided, and the customer agreed to use the replacement pump upon its arrival, following guidance on putting the existing pump into storage mode and returning it via the provided pre-paid method.